Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call critical pump error alarm and pump error 25 on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for the critical pump error alarm was performed. Customer received the critical pump error image on the display screen. Troubleshooting for pump error 25 was performed. Customer was advised the internal power source in the insulin pump was unable to charge. Customer advised the alarm recurred within a week and the issue remained unresolved. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed the displacement test. Sleep current measurement and active current measurement within specifications. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power error 25, low battery alarm due to connector resistance on the electrical board. After disconnecting and reconnecting the internal battery connector on the electrical board, the pump was monitored and functioned properly. No unexpected critical pump error noted. Unit received with cracked retainer.